Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the sutures broke while the doctor was closing total joint cases on two separate patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wound closure, the sutures broke while the doctor was closing total joint. A new device was used to complete the case. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.